Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the handle would not rotate or click properly. There was no pt consequence. The case was completed with another like device.